Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique, peritonitis and fatal cardiac arrest in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On an unreported date, the patient had a break in aseptic technique described as patient made a mistake. On (B)(6) 2010, the patient experienced peritonitis, which did not require hospitalization. A peritoneal effluent culture and analysis were performed that same day, prior to the initiation of antibiotic therapy. The results of the culture showed no growth, and the results of the analysis were not reported. On (B)(6) 2010, the patient received treatment for the peritonitis of injection vancomycin 2 gram loading dose intraperitoneally (ip), but it was not reported if treatment continued. The results of the peritonitis were unknown and the results of the break in aseptic technique were not reported. Therapy with dianeal pd2 ultrabag continued. Follow-up information was received on (B)(6) 2010 from the baxter employed nurse. On (B)(6) 2010, the patient experienced a fatal cardiac arrest. It was not reported whether an autopsy was performed. The peritonitis event was not resolved prior to death. Per the reporter, the events of peritonitis and fatal cardiac arrest were not related to pd therapy.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.